Manufacturer narrative:
(B)(4). The customer reported that the stimulus alarm was ineffective. No patient harm was reported. Based on the available information we will do an initial report on this event in an abundance of caution. Requests have been made to philips field service engineers for clarification of the customer issue. There is no indication that a patient event occurred. The limited information suggests that these users were using this monitor outside the intended use in the labeling. And the limited available information does not indicate whether this was a problem with the patient response to therapy or whether this was a problem with the performance of the device. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the stimulus alarm was ineffective. No patient harm was reported.